Event description:
It was reported that the ventilator generated 2 technical error codes while it was connected to a patient and ventilation stopped. One technical error code indicated disabled valves and the other indicated a communication failure. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer's reference #: 268781.

Manufacturer narrative:
The replaced control printed circuit board has not been received back for investigation therefore the investigation consists of an evaluation of the ventilator¿s logs. The logs contain the 2 reported technical error codes/alarms. These alarms are preceded by alarms pre-silenced alarm which was activated 5 seconds before the technical error codes. The technical alarms were followed by the apnea, low respiratory rate, low peep, and low oxygen concentration alarms thus indicating that ventilation had stopped. After the ventilator stopped ventilating the alarms were silenced and the ventilator was first set to the standby mode followed by turning it off. A few seconds later the ventilator was turned on again. It behaved normally without generating the technical error codes at start-up. A pre-use check was performed and it was successful thereafter the ventilator was set to the standby mode. Ventilation was started and went on for 8 minutes without generating the technical alarms where after the ventilator was set to the standby mode. The evaluation of the logs confirm that the reported problem occurred. The logs indicate that a problem occurred with the breathing subsystem and it was detected. The monitoring subsystem generated the alarms to alert the user of the situation. The problem was rectified by turning off the ventilator and turning it on again. The root cause of the problem has not been determined but there was no hardware fault.